Event description:
Rinsed excess gel etch from lower second molar. Either wetting cheek retractors or spatter caused gel etch contact w/lower lip. Causing hyperemic decornified "blemish". Pt referred to plastic surgeon. 2/11/97 follow-up grey appeared nearly normal, used tropical coltizone ointment.